Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted sigmoid colectomy procedure, the surgeon was intended to remove a presacral cyst but accidentally removed the right seminal vesicle instead.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the surgeon intended to remove a presacral cyst. However, the surgeon accidentally removed the right seminal vesicle instead. The removal of the incorrect target anatomy was confirmed via rapid onsite pathology report. The surgeon tried to back in to find the presacral cyst; however, it could not be found. There was no device malfunction was associated with the event. There was no unintuitive movement and no visualization issues encountered during the procedure. The patient had prior history of left seminal vesicle removal. The patient no longer has both seminal vesicles and has not caused any medical issues. The patient was reported to be in stable condition. The physician reported that this event could have occurred via another modality and that the device did not cause or contributed to the event.